Event description:
The iab was inserted into the pt on 9/8/98 at 9:30 a.m. And removed on 9/11/98 at 9:25 a.m. The iab did not malfunction. The pt had bleeding that was not severe and minor ischemia. A vascular surgeon was consulted and the pt has a thrombosis and removal of the iab was required. (Event complications: bleeding/not severe/minor ischemia/thrombosis - reported 9/14/98. (Pt's current status: discharged - reported 9/28/98.